Manufacturer narrative:
The device has not been returned. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing percept with his external devices changed into a dull of hearing. D coil, dacapo power pack were swapped out and patient was able to hear again. Liquid adhesion has been found on the dacapo power pack. No bulging of housing was found. However, neither patient contact to battery chemistry or nor any injuries were reported.

Manufacturer narrative:
The investigation revealed electrolyte residues and oxidation signs on rechargeable battery contacts of the dacapo frame. Also the top layer of the label inside the dacapo frame is damaged. These damages are most likely caused by leaking electrolyte from the dacapo powerpack mentioned in the patient report. However an investigation of the dacapo powerpack itself could not be conducted, as it has not been sent for further investigation. The returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
User_s hearing perception with his external devices changed into a dull hearing. D coil, dacapo frame and dacapo power pack were swapped out and the user was able to hear again. Liquid adhesion has been found on the dacapo power pack. No bulging of housing was found.

Manufacturer narrative:
The investigation revealed electrolyte residues and oxidation signs on rechargeable battery contacts of the dacapo frame. Also the top layer of the label inside the dacapo frame is damaged. These damages are most likely caused by leaking electrolyte from the dacapo powerpack mentioned in the patient report. However an investigation of the dacapo powerpack itself could not be conducted, as it has not been sent for further investigation. This is a final report.

Event description:
Patient's hearing percept with his external devices changed into a dull hearing. D coil, dacapo frame and dacapo power pack were swapped out and patient was able to hear again. Liquid adhesion has been found on the dacapo power pack. However, neither patient contact to battery chemistry or nor any injuries were reported. No bulging of housing was found. Dacapo power pack will not be send back due to the electrolyte leakage.